Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611/18/2019-001c is relevant to the reported issue.

Event description:
The customer contacted physio-control to report that their device had a service indicator appear when attempting to shock during pre-shift testing. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it had logged an event code in its memory which is related to a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
Physio-control replaced the main keypad assembly and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further examined the removed main keypad assembly in a test device and was able to verify the reported issue. Physio observed that the reported event code was logged in the test device's memory following a failure to deliver defibrillation energy. Physio found that the test device would charge ok, but when the shock button was pressed (in order to deliver the energy) the test device would disarm and dump the energy charge internally. Physio determined that the cause of the reported issue was that the shock switch was out of tolerance due to excessive resistance.

Event description:
The customer contacted physio-control to report that their device had a service indicator appear when attempting to shock during pre-shift testing. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it had logged an event code in its memory which is related to a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indicator appear when attempting to shock during pre-shift testing. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it had logged an event code in its memory which is related to a potential failure of the device to deliver defibrillation energy.